Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Although the customer's repeat procedure resolved the issue, a definitive cause of the event could not be determined. All related medwatch reports associated with this event: 2122870-2013-00443, 2122870-2013-00444, 2122870-2013-00445, 2122870-2013-00446.

Event description:
The customer alleged non-reproducible false positive troponin I (access accutni) results, on separate days, involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer indicated that the discrepant results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Repeat testing of the samples on an alternate analyzer produced accutni results within the normal reference range of the assay and results were reported out of the laboratory. The customer stated that about one (1) sample per month were initially positive but negative upon repeat. The customer has implemented a procedure to run all accutni patient samples in duplicate and samples are repeated in duplicate on an alternate analyzer if there is any discrepancy between the first duplicate results. The event was reported as part of beckman coulter marketing survey program (msp) for accutni. The customer did not provide any information indicating an increase in occurrence or an instrument malfunction. This report references the event which occurred on (B)(6) 2013. The customer did not supply calibration, qc (quality control), or system check information. The customer uses both serum and heparinized plasma samples. Accutni reagents part number a78803 were used in conjunction with the instrument.